Event description:
International affiliate reports the driver that was part of an ortho kit was found in a tray on a shelf with its tip snapped off. The very distal tip that engages in a screw head had broken off and the piece missing. It is not known whether a malfunction occurred as the breakage had not been reported to the affiliate. It is not known when/where the tip breakage occurred. As an unintended portion of the device may have been left embedded in the implant an MDR is filed to document this event.

Manufacturer narrative:
Depuy spine has requested return of the instrument for eval. A f/u medwatch report will be filed upon receipt of the device and completion of the eval.